Event description:
It was reported that after unwrapping of the battery for the first charging of the device, the battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that after unwrapping of the battery for the first charging of the device, the battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported leak was not confirmed by a manufacturer repair technician. However, upon evaluation, discoloration/staining on the battery housing and holster was observed, which could have been perceived as leaking by the customer. Possible causes of the discoloration/staining include the age of the batteries and/or the storage conditions. The battery is not a repairable device and will therefore not be returned to the user facility.